Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user sated about a week ago, he was going down the driveway to the mailbox and the back left cane broke at the weld, and the chair folded up on him and as he ended up laying in the driveway with the chair on top of him. End user stated it pinched his left hip and side, causing bruises. He went to doctor to make sure nothing was broken, as he is an amputee, and nothing was broken. He said he has bruises on his hip, his side, his lower abdomen. End user stated that he is still sore from the incident, and he said the chair is sitting in his room, and he is not using it. He said he noticed the chair was "creaky a couple times", and one of the front casters were about a quarter turn loose, but he tightened it up, other than that the chair has been fine until last week. Update from 11/09/2015: end user states he saw the doctor and determined no broken bones; just had bruising and soreness. No alleged x-rays or testing. No further information provided at this time.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- there was a break present at the weld where the left back cane portion of the side frames meets the lower left side bar portion of the side frame. The seat and back upholstery of the device was cracking, ripped, and fraying at various locations. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The weld where the left back cane met the lower side bar of the left side frame was broken on the invacare tracer IV wheelchair in question. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: visual inspection- there was a break present at the weld where the left back cane portion of the side frames meets the lower left side bar portion of the side frame. The seat and back upholstery of the device was cracking, ripped, and fraying at various locations. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed with respect to the alleged issue. The weld where the left back cane met the lower side bar of the left side frame was broken on the invacare tracer IV wheelchair in question. End user sated about a week ago, he was going down the driveway to the mailbox and the back left cane broke at the weld, and the chair folded up on him and as he ended up laying in the driveway with the chair on top of him. End user stated it pinched his left hip and side, causing bruises. He went to doctor to make sure nothing was broken, as he is an amputee, and nothing was broken. He said he has bruises on his hip, his side, his lower abdomen. End user stated that he is still sore from the incident, and he said the chair is sitting in his room, and he is not using it. He said he noticed the chair was "creaky a couple times", and one of the front casters were about a quarter turn loose, but he tightened it up, other than that the chair has been fine until last week. Update from 11/09/2015: end user states he saw the doctor and determined no broken bones; just had bruising and soreness. No alleged x-rays or testing. No further information provided at this time.